Event description:
It was initially reported that the patient was having their generator replaced for an increase in seizures. This was initially attributed to depletion of the vns generator battery. Information received from the patient's generator replacement surgery had indicated that their battery replacement was prophylactic, thus the battery was actually not depleted. The exact battery status was unknown. The patient's generator replacement surgery occurred and the explanted generator was discarded. Attempts for additional pertinent information has been unsuccessful to date.